Event description:
The event is reported: complaint alleges: "the tip of the clip broke when the surgeon wanted closure on the renal artery. This little piece fell into the pt and the surgeon was not able to recover it. Surgeon took two other clips in order to achieve the intervention. No other issue." No pt injury reported.

Manufacturer narrative:
Device sample not received by MFR. Photo received. DHR review did not show issues related to this complaint. Photo received did not observe the reported defect "tip of clip broken". Root cause unk. Complaint not confirmed. MFR will continue to monitor and trend relating complaints.